Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was administered to address bg level. A correction bolus via pump was administered to address bg level. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared however the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.